Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results for two pts compared with the lab. Results as follows: date (B)(6) 2011, pt #1, inratio 4.0, lab 2.8; date (B)(6) 2011, pt #2, inratio 2.8, lab 1.8.